Manufacturer narrative:
This report is for an unknown nail head elements: screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a surgical procedure due to subtrochanteric fracture. The surgeon attempted to implant the patient with the unknown screw however it would not screw down into the tfna nail. There was no patient consequence. The procedure was successfully completed without surgical delay. This report is for (1) unk - nail head elements: screw. This is report 2 of 2 for (B)(4).